Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump was delivering an inaccurate amount of insulin. This complaint is being reported because it was not resolved at the time of contact. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.